Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the control body fluid damage, the light guide cable fluid damage, the electrical pin connector fluid damage, the shield cover fluid damage, the lg prong broken, the light guide cable buckled, the control body corroded, the electrical pin connector corroded, the shield cover corroded, the insertion flexible tube crushed, the remote control buttons cut, and the suction arm debris found at connection; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure